Event description:
The pt's family member called lifescan (lfs) and alleged that their family member's meter was set to the wrong units of measurement. Medical affairs spoke to the pt's family member, who was getting ready to leave the house, and obtained/verified the following info. Until one week ago, the pt was obtaining high results in the 400 mg/dl range. They take insulin based on their meter results. The reporter was unable to provide the type and amount of insulin. On the day of the event the pt began to exhibit high blood glucose symptoms (unable to obtain specific info), so they went to the hosp. The result at the hosp was over 400 mg/dl. The pt was treated with insulin. They were told that they were under-medicating themeselves due to obtaining lower results. A replacement meter has been sent to the pt.